Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found that the suture, link, posterior cuff, and posterior needle tip were not returned with the device, therefore,the scope of this investigation was limited. Inspection of the returned device indicated that the anterior cuff successfully captured its needle during needle deployment; however, the link was pulled from the swage end of the anterior cuff when retracting the needle plunger. There was no needle strike mark observed at the posterior foot to suggest the posterior cuff miss might have occurred during needle deployment which could result in the link pull during the plunger removal. The link pull would directly result in a failure to retrieve the suture during plunger retraction and could appear very similar to the reported suture break. Therefore, the reported experience is confirmed. The link pull indicated that there was resistance encountered while retracting the plunger. However, during testing, the plunger was reinserted and retracted successfully without any observable resistance that could contribute to the link pull from the anterior cuff. No manufacturing or quality issues were detected and the cause for the link pull from the anterior cuff could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. Additionally, two sterile devices of the same lot as the complaint device were returned. They were functionally tested, and the results were acceptable. Needle deployment, suture retrieval, and knot advancement were all successful. Closure of the puncture site was achieved on tissue model. Based on our investigation, the two sterile devices performed according to specification. No manufacturing or quality issue was detected.

Manufacturer narrative:
(B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Perclose devices 1, 3 and 4 (B)(4).the device is expected to be returned. It has not yet been received. The first, third and forth perclose (B)(4) are each being filed under separate MFR numbers. Estimated date reported as last week.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure using a preclose technique of a mildly calcified left and right common femoral artery before an endovascular aortic aneurysm repair. Two devices were used on the left artery and two devices were used on the right artery. Reportedly, 'the suture kept breaking' on all four devices. Hemostasis was achieved using three additional proglide devices; one device on the left artery and two on the right artery. There was no reported adverse patient sequela. Though requested, additional information was not provided.